Manufacturer narrative:
Concomitant medical products: concomitant products: 4068110; lead implanted: (B)(6) 2000 (B)(4); adaptor implanted: (B)(6) 2012; (B)(4) ICD implanted:(B)(6) 2012; (B)(4) adaptor implanted: (B)(6) 2012 product event summary:the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2019 it was reported that the lead was explanted due to an associated product. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.